Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Complaint history and product history record could not be reviewed because the consumer did not provide a valid lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by email and fax. A completed questionnaire was not received. There are two medical device reports associated with this patient. This report is for the left eye. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported being unable to read small writing following cataract surgery with bilateral intraocular lens (iol) implants. The lens choice should have enabled her to see at near with no glasses. She has been evaluated for retina problems or cloudy lenses, but has since been cleared by a different ophthalmologist. She is currently being treated for blepharitis. This is the file for the left eye.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information by email and fax. A completed questionnaire was received. (B)(4).

Manufacturer narrative:
Summary evaluation: the product was not returned for analysis; it remains implanted. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated a qualified unspecified cartridge was used with a handpiece and viscoelastic. It is unknown if the qualified viscoelastic was used; one viscoelastic used is not qualified for use with this lens/cartridge combination. Not enough information was provided to conduct a review on the unspecified cartridge lot. The product investigation could not identify a root cause. (B)(4).